Event description:
A nurse reported that following three weeks of intraocular lens (iol) implant procedure, the lens looks to have glistening development. Additional information was received stating on post of day 1 noticed a ¿dusting¿ on the surface of the iol, possibly pigment. On day 6 there was more progression and a diffuse appearance where as day 34 there was no progression in appearance and patient was happy.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from physician stating there are significantly less deposits on the surface, barely visible nasally. The patient was very happy.

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. Based on an evaluation of the photographs with consideration of the information stated in the initial and amended report. Glistenings cannot be confirmed in the evaluated photographs. Based on our observation of the attached medical assessment, glistenings cannot be confirmed. A definitive determination of the iol condition cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).